Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that an intraocular lens (iol) failed to unfold once inserted into the patient's eye, and it had to be removed. Additional information was received and it was clarified that the lens did unfold eventually and to date it is still implanted into the eye. The lens optic was stuck together with the haptic(s). There was a significant delay in the intra-operative time and a high risk of posterior capsule rupture/ zonular dialysis. Reportedly, the surgeon commented that in this occasion she had to hold onto the lens, whilst it was folded, for a little longer than she would normally have done due to the fact that staff were getting alternative forceps for insertion. No patient injury was reported. No further information was provided.